Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The follow up medwatch is being submitted to relay additional information. On (B)(6) 2018, it was reported that the feeding roller was not working and ratchet handle was not coming off the mesher. On april 19, 2018, it was clarified that the account has not used the device since it was purchased. They were made aware of the issue when zimmer biomet came to give them an in-service and the device didn¿t work when demonstrating. The handle was the problem and it was noticed that the roller bar was spinning, which didn¿t allow the ratchet handle to ¿ratchet¿. There was not any resistant so the roller would go in the direction of the handle. The roller would go back and forth and not advance at all. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports. Product review of the meshgraft ii on april 27, 2018 revealed that the ratchet gear would not slide onto the roller. The calibration was out of specifications but did produce a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on april 27, 2018 which included replacement of the roller and ratchet gear. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet gear would not slide onto the roller which would cause the roller and ratchet handle to not function properly. The cause of the roller not working and ratchet handle not coming off the meshgraft was due to the ratchet gear not sliding onto the roller. The root cause of the roller not working and ratchet handle not coming off the meshgraft could not be determined with the provided information since it is unknown how the ratchet gear became damaged. The issue was resolved with the replaced roller and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the roller bar that feeds the carrier kept spinning and would not allow the handle to ratchet. The handle was also not coming off the mesher during this in-service. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.